Event description:
It was reported that review of the data from this system identified a single undersensed event on the right ventricular (rv) channel with some questionable rv oversensing on the atrial channel. Atrial tachycardia response (atr) events were also noted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).